Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 26mm sapien 3 valve in aortic position into a non-edwards valve implanted on (B)(6) 2019 by transfemoral approach. The balloon burst at the last phase of valve deployment, when the balloon was fully inflated. Valve was fully deployed, and no post dilation was needed because no pvl was observed. The burst delivery system was possible to be removed until near puncture site. Cut down was required to the complete removal of the system. No missing pieces were suspected remain in the patient. The patient left the or without complication, in a stable condition.

Manufacturer narrative:
The commander delivery system was returned after use in the procedure. Procedural imagery provided by the site showed the balloon had burst. The balloon burst was radial. No missing pieces were noted. The balloon wings were flared. Scratches were observed on the flex catheter approximately 2 inches from the flex tip. Minor flex tip gouges were observed. A liner delamination was observed on the sheath shaft. Dimensional inspection found all measurements taken of the balloon met specification. No relevant functional testing could be performed due to the condition of returned device (burst balloon). The complaint was confirmed through visual inspection. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the reported complaint event. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of the complaint history found similar complaints for the reported event balloon burst. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards commander delivery system and no deficiencies were identified. It is to be noted per the IFU, unflex the delivery system while traversing the aortic arch. Verify that the flex catheter tip is locked over the triple marker and remove the delivery system from the sheath. Completely unflex the delivery system prior to removal to minimize the risk of vascular injury. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, all components are 100% inspected. During the final inspection, the commander delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for balloon burst and delivery system withdraw difficulty were confirmed from visual inspection of the device and the provided imagery. However, a manufacturing non-conformance was not identified during the evaluation. Dimensional measurement of the inflation balloon single wall thickness was within specification. Review of the DHR, lot history, complaint history and manufacturing mitigation provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per the complaint event description, ¿as per medical opinion, the balloon burst probably because of the self-expandable stent of the previous prosthetic valve.¿ it is possible that the interaction between the balloon with an existing stent may compromise the balloon wall during inflation, which likely resulted in the observed burst. Moreover, it is possible that the balloon burst resulted in a larger balloon profile. As such may have led to the observed withdrawal difficulty. It is possible that patient factors (prosthetic valve) and procedural factors (retrieval of burst balloon) may have contributed the event. The complaint was confirmed based on the condition of the returned device, but no manufacturing nonconformities were found in the returned sample. Available information supports that events were likely related to patient factors (prosthetic valve) and procedural factors (retrieval of burst balloon). No labeling/IFU/training inadequacies were identified and review of the complaint history for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.